Event description:
It was reported that the device fell off and into the patient¿s lung. The device was retrieved with an unspecified recovery tool. The incident did not result in a procedural delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the subject device was used in the procedure while rubber remained in the instrument channel (after previous reprocessing), which led to the reported event. The subject device was not returned to olympus for evaluation, and no information indicating defective device reprocessing was available. Therefore, the origin/cause of the foreign material could not be identified. The event can be detected/prevented by following the instructions for use (IFU) in section: operation manual - chapter 3. ¿preparation and inspection: section 3.2 - inspection of the endoscope.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic procedure, a rubber -like object attached to the forceps port of the connecting tube had fallen off into the patient. The rubber from the cleaning tube has been retrieved. It is believed that the rubber broke off when cleaning with a cleaning device made by another company. The rubber broke off and entered the endoscope, causing it to fall off during the examination. The fragments were retrieved using the same device, and the procedure was completed (with the same device). No reports of health hazard.

Manufacturer narrative:
E1 complete name: (B)(6). This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.